Event description:
Reported event: the doctor failed to fire the staple while using it on a patient. No reported injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with 33 staples remaining in the cover block, indicating that at least 2 staplers were fired by the end user. The sample appeared used as there was biological material present on the device. Dimensional inspection was performed on the staples in the returned device using a digital caliper. The two misaligned staples and ten other staples that were randomly picked were measured. Per product drawing, the specification for the length of the staple is 0.425" +/-0.001" and the specification for the thickness/width of the staple is 0.0210" +/- 0.0002". The two misaligned staples were both measured to be 0.424" in length and 0.0210" in width, which were both within specification. The 10 other staples were measured to have lengths of 0.424-0.4255" and widths of 0.0210", which were all within specification. No dimensional issues were observed with the staples in the returned device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple was fired. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the first two staples prevented the staples from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. The customer did not provide a lot number; therefore, a device history record review was performed based upon two lot numbers from the sales history data of the customer. No relevant findings were identified. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the first two staples prevented the remaining staples from firing. The sample was disassembled, and no defects or anomalies were observed. Each stapler goes through 100% inspection for proper staple alignment at the manufacturing site by firing three staples after assembly. Therefore, it is unlikely that the issue was present at the time of assembly. It could not be determined at this time what caused the staples to misalign. A non-conformance has been initiated by the manufacturing site to address this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn#(B)(4). The device investigation is pending and a follow-up report will be issued after the investigation is completed. Teleflex will continue to monitor and trend related events.

Event description:
Reported event: the doctor failed to fire the staple while using it on a patient. No reported injury.